Event description:
It was reported that this right ventricular (rv) lead exhibited noise signals and possible oversensing was noted. The lead remains in service. No adverse patient effects were reported.